Event description:
It was reported that the insulin pump alarmed during the manual prime. The customer's blood glucose level was reported at 127 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No alarm for the drive support disk was noted. The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot, cracked reservoir tube lip and a missing end cap sticker.